Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The pt/layperson, who manages her diabetes with oral medication, reportedly stopped testing the evening of 2009, due to an apply sample issue. Three days later, at 2pm the pt self treated with food after becoming shaky and weak. No medical intervention from a healthcare professional was required. The alleged product issue was not resolved. The cca replaced the products. The complaint is reported due to the pt's allegation that she became shaky (a symptom that meets the criteria for serious injury) after being unable to obtain blood glucose results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.